Event description:
Event 1 [date redacted] lot cl13799. The valve of the steerable sheath was leaking. The sheath was removed and replaced with no harm to the patient. Event 2 [date redacted] lot cl13914. The valve of the faradrive sheath valve began to leak. The sheath was removed and replaced with no harm to the patient. Manufacturer response for steerable sheath, 13f (4.3 mm), faradrive steerable sheath, clear (per site reporter). Mfg [manufacturer] notified by site.